Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, fse found the system cannot open the application, because communication between the host pc and ippc had a problem. Fse checked the led on the host pc, the led showed the normal function and then checked the led on the ip pc and found led lan1 did not light up. To resolve the issue, fse replaced the cable lan, host pc to ippc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.